Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. No motor error or no delivery alarm noted motor passed motor test and the insulin pump passed rewind, basic occlusion test and displacement tests also, passed the motor test. The insulin pump has cracked lcd window, cracked case at the display window corner, broken battery cap, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump was damaged with pieces coming off the top of the battery cap and reservoir compartment. Customer stated she had received a motor error alarm as well as no delivery alarms and did not wish to troubleshoot for either issue. Customer's blood glucose was 120 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.